Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06557 and 2134265-2015-06554. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the motor drive unit (mdu) failed to do automatic pullback. The procedure was completed with this device through a manual pullback. No patient complications were reported.

Manufacturer narrative:
Corrected: upn-search corrected from h749ilab120ins0 - ilab instl basic system 120v to h749ilab120cart0 - ilab cart system 120v. The device was returned for evaluation. The product was received in the in good condition. The unit passed the mdu-5 plus functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06557 and 2134265-2015-06554. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the motor drive unit (mdu) failed to do automatic pullback. The procedure was completed with this device through a manual pullback. No patient complications were reported.